Event description:
In the past 48 hours, we have had three separate nurses report that the 18g nexiva IV's catheter had "fallen off" while attempting to place an IV. This product defect resulted in a delay of patient care in all three patient cases.